Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted. It was noted the patient was encephalopathic. Patient potentially experienced a stroke. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event for patient effects of stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported stroke could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.